Manufacturer narrative:
Section f was completed by the MFR. Info was rec'd by a consumer who is not obligated to complete form 3500a. The device was not returned to the MFR. Therefore no eval could be made. The user facility has been contacted for the possible release of the device no add'l info is available at this time.

Event description:
X-rays revealed device had fractured requiring revision surgery to remove and replace.